Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the far-field r-wave oversensing was observed on the atrial channel. Device was reprogrammed and no further issues were reported. It was later reported that the device was explanted due to normal eri.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.